Manufacturer narrative:
Initial reporter phone # extension: (B)(6). Multiple 510k numbers were reported to be involved: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: customer is using the bd max enteric parasite panel (#442960) and is observing discrepant results (false positives).

Manufacturer narrative:
H.6 investigation summary: a bd field service engineer was dispatched and performed performance tests (mux board self tests and normalization). The normalization data indicated various leds out of range. Additionally, the b side cartridge was pushed out of its location, it is assumed the cartridge was stuck to the reader after pressure was released. The reader also had evidence of sticky residue on it supporting that assumption. The bd fse performed a successful drawer alignment. The instrument was returned to the customer in working order. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to false positives. The root cause is unknown. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer received false positive results. This event occurred 1 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer is using the bd max enteric parasite panel (#442960) and is observing discrepant results (false positives)."